Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that "we realized not long ago that his pump was off after he had an MRI in september. We didn't know that the pump was off from then until he had a refill not long ago." The patient went to their physician and found out that the pump was not on. It was noted that the people at the MRI place were saying that they were not able to reach out to anyone (medtronic). The patient representative confirmed that the physician found out that the pump did not "turn back on" after the patient's MRI in september. The patient representative was unable to identify the date in september, but did confirm the MRI was in (B)(6) 2022. It was noted that "his legs are becoming numb. From september to november, he was without baclofen going through his body due to that."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2022- masres1: lfc (hcp): additional information received from the healthcare provider (hcp. The patient was not seen until patient was due for a refill. He was going to have 4 ml more than anticipated. The log was interrogated motor stall. The log was interrogated. Motor stall was found on (B)(6)2022 which was "due to" magnetic resonance imaging (MRI). Motor stall recovery was also done on(B)(6)2022. Approximate stall was 15/20 minutes per log. The patient reported symptoms of hip spasms. We did a single bolus of 50 mcg which reduce symptoms for 72 hours.